Manufacturer narrative:
(B)(4). Additional information has been requested of the field representative. Should any further information become available, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the physician opted to monitor the patient at this time. The patient will be seen every three months and is on the remote monitoring system. No adverse patient effects were reported. The system remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Previously, impedance had been gradually increasing since implant, was up to 110 ohms then dropped to 95 ohms. Recent impedance measurement was stable at 106 ohms however rv coil to can impedance value was at 138 ohms while rv to svc coil was at 121 ohms. Boston scientific technical services (ts) recommended a chest x-ray and could consider non-invasive programmed stimulation (nips). At this time, the system remains implanted. No adverse patient effects were reported.